Event description:
The customer contacted physio-control to report that their device failed its user test and had logged an event code. The event code is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative or positive portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The customer advised physio-control that they are unsure if their device will be repaired or not due to the costs associated. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.